Event description:
In 2009, the patient reported experiencing e4 (occlusion) errors today and elevated blood glucose of 200-300 mg/dl for the past few days. She changed the insulin cartridge and infusion tubing earlier in the day and she continued to receive e4 errors. Her infusion site was changed yesterday. She stated that the adapter had not been recently changed and she was advised to change it with every 10th insulin cartridge change. The patient was unable to complete troubleshooting at the time of the report. The patient call back in the next day to complete troubleshooting. She disconnected from the infusion site and primed and e4 was displayed. She stated that the event of the adapter was gray and she was advised to change it. She attached a new adapter and infusion tubing and primed without error. She reconnected to her infusion site and bolused without error. Upon follow up in the next day, the patient reported that her blood glucose decreased after changing the adapter and her blood glucose had ranged from 51-184 mg/dl. She believes low blood glucose was due to stress and delivering too much insulin to correct elevated blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Adapters were replaced and requested to be returned for evaluation.